Event description:
Customer reported that "the ssu (phase two recovery) nurse was removing the secondary tubing from the primary tubing and the connector broke." There was no harm to pt. No medical intervention was required. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the eval is pending. A f/u report will be submitted once the eval is complete.